Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and loss of sensing due to lead dislodgement. The lead was repositioned and remains in service. The patient is not pacemaker dependent. No adverse patient effects were reported.